Manufacturer narrative:
G4: 11mar2020. B4: 12mar2020. Cpu (central processing unit) assembly was returned for analysis. An investigation was performed and the customer complaint verified. Root cause is failure of buzzer ls1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16dec2019. B4: (B)(6). The service technician confirmed the reported issue and confirmed error code is consistent with backup alarm failed was present in the diagnostic log and the cpu (central processing unit) board was replaced to resolve the reported issue. Unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported backup alarm failed occurred. The service technician reported the alarm above occurred and it was unable to be muted. The sales representative retrieved the unit and confirmed duplication of the alarm. The service technician confirmed in the error record that error code 1104 (backup alarm failed) had occurred. Therefore, the central processing unit (cpu) board needs to be replaced. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.